Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)/expulsion of essure device, migration of essure device location of device: uterus'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic lesion, atelectasis, hives, bipolar disorder, social phobia, esophageal reflux, obsessive-compulsive disorder, anemia, nicotine dependence, irritability, sinusitis, sore throat, fracture, hernia repair, appendectomy, colon operation, hyperlipemia, metabolic syndrome, fibromyalgia, elevated liver enzymes and irritable bowel syndrome. Concomitant products included desogestrel;ethinylestradiol (ortho-cept). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression") and visual impairment ("vision/eye problems type: worsening of eyesight") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy ¿ partial and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dyspareunia, fatigue, alopecia, migraine, headache, nausea, amnesia, pelvic pain, depression, visual impairment and weight increased outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, amnesia, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Bilateral fallopian tube occlusion with essure devices. Ultrasound pelvis - on (B)(6) 2017: small uterine fibroid, otherwise negative study. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received lot number was added. Events "abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, hair loss, migraines / headaches, migration of essure device location of device: uterus, nausea, neurological conditions or problems type: memory loss,pain, perforation (fallopian tube(s)), perforation (uterus), psychological or psychiatric problems condition: depression,vision/eye problems type: worsening of eyesight, weight gain" were added. Outcome of event " menorrhagia and dysmenorrhea" were updated as recovered. Patient, product and reporter information were added. Concomitant drug, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)/expulsion of essure device, migration of essure device location of device: uterus'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic lesion, atelectasis, hives, bipolar disorder, social phobia, esophageal reflux, obsessive-compulsive disorder, anemia, nicotine dependence, irritability, sinusitis, sore throat, fracture repair, hernia repair, appendectomy, colon operation, hyperlipemia, metabolic syndrome, fibromyalgia, elevated liver enzymes and irritable bowel syndrome. Concomitant products included desogestrel;ethinylestradiol (ortho-cept). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression") and visual impairment ("vision/eye problems type: worsening of eyesight") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy ¿ partial and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dyspareunia, fatigue, alopecia, migraine, headache, nausea, amnesia, pelvic pain, depression, visual impairment and weight increased outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, amnesia, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Bilateral fallopian tube occlusion with essure devices. Ultrasound pelvis - on (B)(6) 2017: small uterine fibroid, otherwise negative study. Lot number: 619695 manufacture date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)/expulsion of essure device, migration of essure device location of device: uterus'), embedded device ('essure had been so embedded'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic lesion, atelectasis, hives, bipolar disorder, social phobia, esophageal reflux, obsessive-compulsive disorder, anemia, nicotine dependence, irritability, sinusitis, sore throat, fracture repair, hernia repair, appendectomy, colon operation, hyperlipemia, metabolic syndrome, fibromyalgia, elevated liver enzymes and irritable bowel syndrome. Concomitant products included nonoxinol (encare) since 2000 to (B)(6) 2009 for contraception as well as desogestrel;ethinylestradiol (ortho-cept). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches / head/eye aches"), nausea ("nausea"), pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression"), crying ("hormonal changes describe: increased emotions (crying, frustration, anger) over essure related issue"), frustration tolerance decreased ("hormonal changes describe: increased emotions (crying, frustration, anger) over essure related issue"), anger ("hormonal changes describe: increased emotions (crying, frustration, anger) over essure related issue"), anxiety ("psychological or psychiatric problems condition: anxiety"), memory impairment ("neurological conditions or problems type: memory and concentration issues,"), disturbance in attention ("neurological conditions or problems type: memory and concentration issues,"), device expulsion ("expulsion of essure device"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision and frequent head/eye aches"), eye pain ("vision/eye problems type: blurred vision and frequent head/eye aches"), bladder disorder ("bladder or urinary problem or change") and urinary tract disorder ("bladder or urinary problem or change") and was found to have weight decreased ("weight gain / weight gain / loss ( specify which one ) weight gain and loss: gain was more significant 30+ pound weight loss 70+pound weight gain") and weight increased ("weight gain / weight gain / loss ( specify which one ) weight gain and loss: gain was more significant 30+ pound weight loss 70+pound weight gain"). In 2017, the patient experienced vulvovaginal discomfort ("other injury: loss of elasticity and feeling in my vagina after removal"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("neurological conditions or problems type: memory loss / memory issue "), visual impairment ("vision/eye problems type: worsening of eyesight"), groin pain ("groin pain"), abdominal pain ("abdominal pain") and arthralgia ("left hip and knee pain"). The patient was treated with surgery ((B)(6)2017 bilateral salpingectomy ¿ partial and ablation 2017). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, embedded device, vaginal haemorrhage, genital haemorrhage, female sexual dysfunction, tooth disorder, dyspareunia, fatigue, alopecia, migraine, headache, nausea, amnesia, pelvic pain, depression, visual impairment, weight decreased, weight increased, crying, frustration tolerance decreased, anger, anxiety, memory impairment, disturbance in attention, device expulsion, vaginal discharge, vision blurred, eye pain, bladder disorder, urinary tract disorder, vulvovaginal discomfort, groin pain, abdominal pain and arthralgia outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, amnesia, anger, anxiety, arthralgia, bladder disorder, crying, depression, device breakage, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, groin pain, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal discomfort, weight decreased and weight increased to be related to essure. The reporter commented: current weight 162lbs received treatment for abnormal bleeding (vaginal, menorrhagia), headaches, hair loss, painful intercourse, apareunia, bladder disorder, urinary tract disorder, dental problem, device breakage, dysmenorrhea, device expulsion, fatigue, crying, frustration, anger, migraines, headaches, uterine perforation, nausea, pelvic pain,memory impairment, disturbance in attention, fallopian tube perforation, anxiety, depression, vaginal discharge, vision blurred, eye pain, atrophic vulvovaginitis, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion bilateral fallopian tube occlusion with essure devices. Ultrasound pelvis - on (B)(6)2017: small uterine fibroid, otherwise negative study. Lot number: 619695 manufacture date: 2009-02 expiration date: 2012-02 quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: event device breakage was marked as serious and incident required. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.